Event description:
It is reported that the 6 month post-op x-ray shows femoral radiolucency.

Manufacturer narrative:
It was noted that no abnormalities were noted on the immediate post-op x-rays or on the 6-week x-rays. Primary operative notes were returned, which state that the surgeon created a 1mm pres-fit of the femoral component. Office visit notes from (B)(6) 2013, were provided for review and note that the patient is doing very well and is pleased with his outcome. Radiographic evaluation states that there is a slight lucency noted in zone 1 that may represent some early settling of the femoral component, however, there is no pedestal or other sign of obvious loosening. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.